Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: swollen lymph nodes.

Event description:
Patient reported left side "a lot of pain across the chest," that increases upon standing, and swollen lymph nodes. The device remains implanted.